Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple syringes contained pieces of the white septum. Customer¿s blood glucose value was between 54-500 mg/dl. A new cartridge and syringe needle were successfully loaded to address the event and insulin delivery was resumed.